Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: clinicians reported back flow off blood leaking out of multiple different safsite valves. The valves were connected to a surflo cannula 20g/22g. They were not attached to anything via the luer connection. Suspected lot numbers which were involved are: 0061968348. 0062004768. 0061966913. 0062008546. 0061998830.